Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: there were 3 different occasions where the product leaked. The item that leaked from this product was taxol a chemotherapy drug. Details of the report: customer reported three episodes of taxol leaking from the extension set with the filter. It was coming out of the air vent section. It seems it has only happened with the taxol that is running for 3 hours, not one hour. No injury reported.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. Visual examination of the sample revealed no defects. The sample was then leak tested per specification and it was noted that water was leaking from the lower hole on the air eliminating filter. Followed by a water flush and drying, no leakage was observed from either of the vents of the returned IV-5 filter and air was successfully eliminated from the inlet vent. Furthermore, no leakage was observed from the vents during pressure hold testing at 29 pis after 15 minutes. Air could not be eliminated from the outlet vent during air elimination however, as no leakage was observed during pressure hold testing. This would suggest that the vent is blocked. The return of the hydrophobic properties in the inlet vent would suggest the vent media may have been wet out or blocked during use. In addition, a complete database review has been conducted with no anomalies being identified. A batch paperwork review has also been conducted, and no anomalies were identified. In conclusion, based on the qc release criteria testing conducted, the report of leakage could not be confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection.